Manufacturer narrative:
The product was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
It was reported that a ruby coil was accidentally dropped on the floor, out of the packaging and was therefore, not used for the coil embolization procedure. The procedure was completed using new ruby coils.